Event description:
Related to (B)(6). The hospital reported that the hst iii system (3.8mm) occluder does not release. The diameter of the blocking umbrella is larger than the diameter of the delivery tube, so it cannot be released. The blocking umbrella is in the delivery pipe. No surgical delay. Replace the same equipment to complete the surgery. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10 the lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.